Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 40 mg/dl. Customer also specified other relevant blood glucose value was 258 mg/dl, 97 mg/dl, 111 mg/dl and 125 mg/dl. Customer also complained for calibration not accepted and change sensor. The customer decline troubleshooting for high and low blood glucose. The insulin pump will not return for the analysis. The sensor will return for the analysis.